Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system non-dehp solution set was cracked and leaked. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. Visual inspection was performed and cut in the tubing was observed. Leak test was performed and leak was observed coming out at the vertical crack on the fill port. The reported condition was verified. The cause was generated by the blades of machine tiromat during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.